Event description:
A malfunction was reported on the customer's pump with no notable events occurring prior. There was no adverse impact on the customer's blood glucose level. The customer had not previously reset the pump, so technical support provided assistance with resetting it. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump and contact support if the issue reappeared.